Event description:
According to the reporter, while using the device to monitor patient during transport, device powered off. There were no reports of any adverse effects to the patient as a result of the device use.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.